Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). Baxter healthcare - (B)(4). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked when in use with a homechoice (hc) claria device; further described as, when the door of the hc was opened ¿in the gasket there is water that comes out if you push it¿. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. The home patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.